Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal idler pulley. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted ileal conduit surgical procedure, the surgeon was experiencing unspecified issues with the fenestrated bipolar forceps (fbf) instrument. There was no report of instrument collision or irregular use. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. After the procedure, the operating room (or) nurse noticed a broken wire. Due to the alleged issues, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the surgeon alleged that the flexibility of the instrument was not good. The customer replaced the defective instrument with a backup instrument to finish the surgery. The surgeon did not notice the broken wire during use and confirmed the broken wire was black. The instrument was not energized after identifying the issue. There was no damage to the conductor wire insulation.